Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced total blackout periods during which time the device did not appropriately shock the patient.